Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately a year ago.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to unknown reasons. Additional information was received that the reason for replacement was the patents ipg was no longer working as intended. The patient was doing well postoperatively. The explanted device will not be returned due to facility policy.

Manufacturer narrative:
B3: exact date unknown, event date used was the explant date.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.